Manufacturer narrative:
The device was received, and an evaluation is complete. A device history record review revealed no issues that could have caused or contributed to the event. The device received a device evaluation assessment. This evaluation included a visual assessment as well as functional testing. Evaluation observed the #0, #2 and #6 keys to work intermittently. The device failed testing due to a intermittent keypad response. Service evaluation verified the intermittent keypad response. The cause was identified to be a failed keypad which was replaced. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During evaluation of a returned spectrum infusion pump device it experienced the #0, #2 and #6 keys to work intermittently. There was no patient involvement associated with this event. No additional information is available.